Manufacturer narrative:
A company representative went on site and evaluated the system. No system issue was found that could contribute to the reported event. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Based on assessment, the product met specifications at the time of release. (B)(4).

Event description:
A clinical administrator reported a patient complained of excessive pain when suction was applied to the right eye during a laser assisted cataract procedure. Upon follow up, the patient is doing well post-operatively.